Event description:
The user, med ctr, reported problems with act test results. No documented adverse event was started by the user. The MFR (itc) has been in close contact with med ctr during the course of these events conveyed in their letter and has conducted a thorough eval of the suspect instruments and disposable test units. Though the co's investigations has determined that no product failure has occurred which could contribute to, or cause a pt injury, the co is submitting this report only as a follow-up to the med ctr user report submitted to the co and to the FDA medical products reporting program. Hemochron instruments were initially returned to itc in 03/2001, with a report of mechanical problems and discrepant results characterized as "short clotting times". Upon receipt, mechanical, electrical and functional investigation of the units, including simulated use testing was conducted in an effort to identify discrepant activated clotting time values. The first instrument was found to have a loose cable assembly, which caused the wells to malfunction. No observable problems were found with the second device. Following the co's march investigation and repair, the units were returned to the customer. The instruments were subsequently returned to itc in 05/2001 for problems related to "abnormally short clotting times", as stated by the customer. At this time, new instruments were sent to the customer, each having successfully completed an in-depth linearity study.